Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurost imulator (ins). Rep reported that the paddle and 0-7 contacts show high impedance. Reprogrammed patient on contacts 8-15 but only feels stimulation on right side and needs left side stimulation. Original pain was low back and left leg pain but now has new pain. Un able to program for left side coverage due to impedance issue. Programmed dtm therapy on contacts 8-15 and patient will call with therapy update. Patient also had stimulation in incorrect location that occurred as a result of the impedance issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6), implanted: (B)(6) 2022, product type lead product ID 97745nt lot# serial# (B)(6), product type product ID 977c265 lot# serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was pt reported about 4 months after they were implanted they started having issues with the ins. Pt reported that the controller displayed settings not available. Pt stated they have met with multiple representatives and they have not been able to resolve the issue. Pt reported that 3 of the electrodes were burnt out. Pt stated that the managing hcp was looking at replacing the lead, but their was a lot of scar tissue along the lead so they were not sure if replacement would be possible. Pt reported they had met with representative and they recommended trying to replace the controller. The managing hcp wanted to hold off on progressing further until the controller was replaced. Pt mentioned it had other small issues that were resolved by the representatives but the pt did not provide further details on any issue beyond the settings not available message. An email was sent to repair to replace the controller. Agent reviewed that replacing the controller will likely not resolve the settings not available message and redir ected the pt to reach out to their representative.